Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding was so heavy and hurtful") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ loss specify which one: weight gain"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and the first episode of depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower ("cramping/lowe abdomen pain"), the second episode of depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision/eye problems type: she was having problems with my sight and ended up having to go to the eye doctor"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), genital haemorrhage (seriousness criterion medically significant) and genital pain ("bleeding was so heavy and hurtful"). The patient was treated with surgery ((B)(6) 2010, total hysterectomy (uterus and cervix removed)), surgery ((B)(6) 2010, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, abdominal pain lower, the last episode of depression, vaginal haemorrhage, female sexual dysfunction, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, weight increased, back pain, vulvovaginal pain, genital haemorrhage and genital pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, genital pain, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on 19-sep-2018: coding correction: event bleeding was so heavy and hurtful with meddra llt genital bleeding split in to 1. Event bleeding was so heavy and hurtful with meddra llt genital bleeding and 2. Event bleeding was so heavy and hurtful with meddra llt genital pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding was so heavy and hurtful") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/ loss specify which one: weight gain"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and the first episode of depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower ("cramping/lowe abdomen pain"), the second episode of depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision/eye problems type: she was having problems with my sight and ended up having to go to the eye doctor"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2010, total hysterectomy (uterus and cervix removed)), surgery ((B)(6) 2010, and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, abdominal pain lower, the last episode of depression, vaginal haemorrhage, female sexual dysfunction, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, weight increased, back pain, vulvovaginal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received event" abnormal bleeding (vaginal, menorrhagia), apareunia (inability to havesexual intercourse), psychological or psychiatric problems condition: anxiety and depression, migraines / headaches,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: she was having problems with my sight and ended up having to go to the eye doctor, perforation (uterus), weight gain , she did not undergo essure confirmation test",bleeding was so heavy and hurtful were added. Patient and product information added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the pain, abdominal pain lower and depression outcome was unknown. The reporter considered abdominal pain lower, depression and pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.